Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: sample ID is (B)(6).

Event description:
The customer reported falsely elevated architect insulin and provided the following data for a 49 year old female patient: on (B)(6) 2025 sample ID (B)(6) result was >300 u/ml. The next day 1:2 dilution result was >600 u/ml. The sample was sent to another testing center, and generated a result of 18.10 u/ml. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated architect insulin and provided the following data for a 49-year-old female patient: on (B)(6) 2025 sample ID (B)(6) result was >300 u/ml. The next day 1:2 dilution result was >600 u/ml. The sample was sent to another testing center, and generated a result of 18.10 u/ml. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search for lot 80221lp88 did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending for the architect insulin reagent did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number. The overall performance of architect insulin reagents in the field was reviewed using data gathered from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 80221lp88 is within the established control limits. Labeling review concludes that the issue is adequately addressed. Use error may have contributed to the customers issue as the assay package insert states do not compare result to other methods. Based on the investigation, no systemic issue or deficiency of the architect insulin assay, lot 80221lp88 was identified.